Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1954. The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. Extraneal and physioneal therapies were ongoing until the time of death. It was not reported whether the patient was performing capd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.